Event description:
The caller alleged discrepant results when compared with lab results reported as follows: date: 2008, inratio: 3.4, lab: 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test and lab results provided by end-user at the time complaint was filed: date limit: 2008, inratio: 3.4, lab: 2.3, mean: 2.85, confident: 1.8-4.2. The inratio and lab values are within the confident limit as per internal procedure rev.2. Product will not be investigated.